Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Sales rep reported on behalf of healthcare professional "capsular contracture". This record is for the right side. Device status is unknown.

Event description:
Previous medwatch submission noted capsular contracture. Upon further information, abbvie has determined that this record is a duplicate record. Please see MDR 9617229-2024-17552-00 as the operating record related to this complaint.

Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b5, h6. Clarification to h.1. Type of reportable event: there are no reportable events associated with this complaint record. Please see MDR 9617229-2024-17552-00 as operating record.